Event description:
It was reported that the patients ipg would no longer hold a charge at first until it was completely non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the appointment date (B)(6) 2022.